Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported by the pt's audiologist that during initial stimulation on (B)(6) 2011, the pt could not hear anything through the amade audio processor at that time. It seemed that the amade was connecting to the software appropriately. The pt's tympanogram was shallow and there was some thought that there may be some fluid interfering at that time. It was decided that the initial stimulation would be attempted again at a later date to give any middle ear issues a chance to resolve. On (B)(6) 2011, the pt returned for an initial fit of his sequentially implanted right side and a reattempt of the initial fit on the left. Both tympanograms were shallow bilaterally. Both amades were checked and found to be in good, working condition. When the amade was placed on the newly implanted right side, the pt could hear well. The amade for the left, however, elicited no response. The pt did not respond to vibrogram tones at 100 db at 1000 and 2000 hz. The post-op bone conduction threshold, tested (B)(6) 2011 at 1000 hz was 35 db and at 2000 hz it was 50 db hl. Vibrogram testing was discontinued after these frequencies were tested.